Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was broken which resulted in a fluid leak; further described as "the clamp screw of the extension of the peritoneal dialysis catheter is broken and causes a continuous dialysate leak for 48 hours". This occurred during use of the device for pd therapy. There was no patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap on the dark blue connector and the twist clamp in closed position. Visual inspection with the naked eye noted the occlude feet were broken on the light blue main body. There was brown/yellow staining on the twist clamp. Functional testing, including clear passage testing performed with no issue noted but leak testing and clamp function testing noted that there was flow through the set with the twist clamp in the closed position. The cause of the crack/damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.